Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow and down arrow keypad buttons were intermittently unresponsive, required multiple presses in order to elicit a response and the keypad was missing. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The patient reportedly wore the pump in a pocket and did not clean the pump. The reporter indicated that the unresponsive issue with the up arrow and down arrow keypad buttons occurred prior to the reported damage to the keypad. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
(B)(4): testing confirmed the "up" key to be intermittently unresponsive. The keypad was torn from the "up" key to the "contrast" key. Removed keypad to inspect key contacts for contamination. Contamination found under all key contacts. Found "up" key contact to be misaligned.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.